Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance noted on the home monitoring service center >150 ohms. Other measurements are in range. Patient is being brought in for in-office evaluation. The lead remains implanted.